Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. Customer was advised that they could continue using the pump and to report back if the issue reappeared.